Event description:
It was reported that the iab was being inserted through the femoral artery, when the iab became stuck in the introducer sheath. The iab had to be removed and there were no pt complications.